Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/30/2015. The fse found that the diff shear valve was faulty. The fse replaced the valve, which repaired the errors. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating differential errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.